Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. The DHR for lot 26589 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: date of implant: (B)(6) 2021. Date of explant: (B)(6) 2021. Size of linx explanted: 15 lxmc15. Lot # of linx: 26589. Name of implanting surgeon: dr. (B)(6). Reason for removal: dysphagia. Any complications or notable details during original implantation: no. Any complications or notable details during explant: no. Did patient have any auto-immune disorders: no. Additional information was requested, and the following was obtained: please confirm how the device did not meet customer expectations? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Was there any hiatal or crural repair done at the same time as the implant? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Will the device be returning for analysis? Answer: I do not have any further information regarding this. Thank you.

Event description:
It was reported that a linx device did not meet customer expectations.